Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, no openings in the device, and voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no openings observed in the device.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, no openings in the device, and voids in the gel observed after autoclave disinfection process. Weight measurement of the device identified device was underweight. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no openings observed in the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.